Event description:
On (B)(6) 2013, it was reported that the pt's blood glucose level had been elevated around 15-17 mmol/l 270-306 mg/dl) for two weeks. The pt thinks the performance of the infusion device is the cause of the elevated blood glucose levels. The pt has been feeling stressed lately. She can see insulin dripping from the end infusion tubing when she boluses. Troubleshooting with the pt did not identify any problems with the performance of the infusion device. The pt is a doctor and she feels her elevated blood glucose is caused by the infusion device. The pt did not require medial assistance from a healthcare professional or second party to address the issue. The infusion device, infusion sets, and insulin cartridge were requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The cartridge compartment is contaminated. A wrong cartridge change and the following insulin in the cartridge compartment led to a corroded piston rod. Due to the corrosion of the drive bushing the insulin pump correctly triggered the e10 error message. The problem mentioned by the customer is related to mishandling of the product by the customer.